Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the cue probe was visually inspected upon receipt and was found to be in good physical condition. The reported issue of poor image is confirmed. The probe was connected to a bench test sr8. The sr8 displayed no image, the d sub connector was cleaned still no change. The root cause is due to device use.

Event description:
It was reported the images are black when using this specific probe. Other probes are working fine.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the images are black when using this specific probe. Other probes are working fine.